Event description:
Customer reported via phone call, the up arrow on the insulin pump was unresponsive. Customer's blood glucose was not provided. Customer was advised the insulin pump was out of warranty. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.